Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon impacted head onto trunnion, then morse taper did not engage. Slid on. Head easily came off trunnion and had to open another ball.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Surgeon impacted head onto trunnion, then morse taper did not engage. Slid on. Head easily came off trunnion and had to open another ball. Conclusion and justification status: following investigation by the manufacturing site in cork and re-measurement of the head taper dimensions. It was confirmed that the taper diameter and taper angle measurements conformed to specification, so the reported incident could not be verified. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required.